Manufacturer narrative:
Insulin pump was received with scramble display problem isolated to the lcd board. Unable to perform the full functional testing due to scramble display.

Event description:
It was reported that the insulin pump needed a complete functional analysis. The complaint was unknown. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.